Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: when straightening pigtail, it kinked and cannot go through guidewire. So technician opened a new package. Patient/event info - notes: c5,7,8,10,11 all no.

Manufacturer narrative:
Device evaluation: the zebd-7-7 device of c2080576 lot number involved in this complaint was returned for evaluation, with the opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. Image provided by customer; kinked pigtail appears to be visible on the 02nd porthole of tapered-end pigtail curl. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2024. Visual inspection: stent and pigtail straightener returned in correct orientation. Kinks observed on 2nd & 4th portholes of tapered-end pigtail curl. Functional inspection: 0.035" wire guide does not pass the kinks. Manufacturing records review: prior to distribution zebd-7-7 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-7 of lot number c2080576 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2080576. Instructions for use and/label review: it should be noted that the instructions for use (ifu0045) states the following: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is also advised in the precautions section that, "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to the kink occurring while the stent was being straightened as it was being loaded onto the wire-guide, subsequently causing issue reported. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, when straightening pigtail, it kinked and cannot go through guidewire. Investigation findings conclude that a definitive root cause could not be determined. A possible root cause could be attributed to the kink occurring while the stent was being straightened as it was being loaded onto the wire-guide, subsequently causing issue reported. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed based on visual and/or functional inspection.

Event description:
A supplemental report is being submitted due to completion of the investigation on 30-oct-2024.